Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons are harder to push and sometime shoots out insulin during priming. Customer reported that insulin pump was rejected batteries. Customer reported that insulin pump had a no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.